Manufacturer narrative:
Batch record review of lot b732 was conducted. There were no non-conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for any lot. The assessment is based on information available at the time of the investigation. No product was returned by customer for investigation; therefore, no root cause could be determined. Therakos is currently making several attempts to obtain the photos the customer had intended to send for investigation, but that have not yet been received. If pictures are received a supplemental report will be created. (B)(4).

Event description:
Customer call to report a blood leak at entrance of the hematocrit sensor. Customer stated that she was currently at the start of the 6th cycle and had a blood pump error. There was a blood leak in the 3rd cycle, and customer observed foam in the photoactivation chamber and in the treatment bag. Css advised customer to abort the treatment. Css called back afterwards to collect further information. Customer aborted treatment. No blood was returned back to the patient. Patients condition is stable during and after the treatment. No product was returned for investigation; however, customer will be sending photos for evaluation.